Event description:
Conmed pencil was laying on pt's chest. Nurse was standing on footswitch. They heard the tone for a few seconds before the nurse removed her foot from the footswitch. The pt received a 3cm 3rd degree burn.